Manufacturer narrative:
Unit had cracked/detached end cap. Drive support disk was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the drive support cap was damaged. Customer's blood glucose level was 250 mg/dl. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.